Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# j0519709v, implanted: (B)(6) 2005, product type: lead. Product ID: 3023, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type: implantable neurostimulator.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted for urinary dysfunction/sacral nerve stimulation. It was reported that the lead broke in intra-opt while the hcp was trying to remove it. The hcp asked for guidance on how to proceed and was told that whether or not they dissected further to retrieve the lead is up to them but diagnostics is a consideration if they leave it in the patient. It was also reported that the patient had the system revised multiple times but it never worked for her.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.